Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The patient's blood glucose level was 120 mg/dl. The customer was advised to disconnect at the quick release. The patient was assisted in performing a 5.0u fixed primed. The customer stated the insulin did exit. The customer is unable remove the set at this time to examine the cannula. It was explained to the customer there may be a possible site related issue, possibly due to bent cannula or site/set occlusion. The customer was advised to change the entire infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.